Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the soreness at the battery site could not be determined. The current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had tenderness at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had tenderness at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had tenderness at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.